Manufacturer narrative:
Conclusion the complaint can not be verified due to mishandling of the product. Result the soft component of the up and down button is damaged due to handling with sharp objects. The buttons shouldn't be actuated by using hard or sharp objects. Due to the leaky soft components liquid entered the pump electronics. The resulting short circuit damaged the pump electronics and led to the related e8 error message(s) stored in the pump. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
Patient reported the infusion device fell into water. Patient stated afterwards all of the buttons on the infusion device did not work. Patient reported the soft rubber components are defective. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.